Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 146769: 25 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.